Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. Cause was not known. The customer was advised to go to the hospital where they tested their blood sugar and the customer was given carbohydrates and fruit juice. Customer was not admitted. Recommendation was made to consult with a healthcare provider regarding diabetes management.